Manufacturer narrative:
(B)(4). Insulin pump p cap reservoir locked properly in place. Insulin pump received with cracked keypad overlay. Insulin pump received with critical pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch therefore, unable to download and verify pump error, misaligned force sensor cable and intermittent connection noted. Insulin pump unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Event description:
Information received by medtronic indicated that insulin pump received motor safety circuit failed test. Customer able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.